Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead oversensed noise, which triggered inappropriate mode switching. The lead was explanted and replaced. The patient was in stable condition.